Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error code b30 was displayed due to a printed circuit board failure. In addition, service found the connector was damaged and loose, causing the connection sensor to not work properly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center displayed error code b30 (scope communication error). Three attempts were performed to obtain additional information, but no response was received from the customer. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of "b30 error" is due to defect in the connector nozzle, and the cause of which could not be identified. However, investigation did show that dust accumulated inside the device. Olympus will continue to monitor field performance for this device.